Manufacturer narrative:
The complaint of leakage on the (B)(6) could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review could not be reviewed due to unknown lot number.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received. E1 - (B)(6).

Event description:
The event involved primary plum set, clave secondary port, clave y-site, secure lock, 103 inch in which the customer reported that the 3m tape on the vent cap was found wet and leakage was noted. The event was noted during patient infusion of an unknown solution. No harm was reported as a consequence of this event. No other information is available.